Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button was getting stuck. The customer's blood glucose level was 194 mg/dl. The customer had to get off the phone and couldn't complete the troubleshooting. The device will not be returned.